Event description:
Integra neurospecialist reported for the user facility that drill bit fell off drill. No patient injury was reported. The product was not available for investigation. Further information was requested, but to date no additional information was received.

Manufacturer narrative:
An investigation has been initiated based on the reported information.